Event description:
It was reported that during the procedure, after the t1 deployed, the t2 implant would not deploy.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device received. The device is used. It is one year old. T1, t2 and suture were returned. The suture was looped and cinched around t1 lengthwise. The delivery needle has been bent almost flat. It is so flattened that it not representative of a curved needle device. It has more the appearance of a straight needle configured device. Per IFU: ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. Straight configuration delivery needle products are available for alternate approach procedures. Functional test confirmed that the devices cycled and actuated as intended. No root cause related to the manufacture of the device can be confirmed. No further investigation is warranted.